Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier (B)(6). Weight unknown / not provided unique identifier (UDI) number unknown / not provided.

Event description:
It was reported that during the patient's follow up visit the abutment was found to be loosening, leading to the deformation of the screw.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product found that the abutment was unable to engage to in-house implant due to debris/damage to abutment screw. Patient was noted to have moderate density (type ii) bone. The reported device had been placed on tooth complainant reported that during the patient's follow up visit the abutment was found to be loosening, leading to the deformation of the screw. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: evaluation codes . H10: additional narrative.